Event description:
The customer contacted physio-control to report that their defibrillation therapy cable assembly would not properly connect to the therapy connector assembly on their device. As a result, defibrillation therapy would not likely be available because another therapy cable or hard paddles would not plug in to the device. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control observed that a pin from a defibrillation therapy cable assembly had broken off and became lodged inside the therapy connector assembly. Physio-control replaced the therapy connector assembly and after proper device operation was observed through functional and performance testing the device was returned to the customer for use. The customer was not able to locate the defibrillation therapy cable that has a broken connector pin. The customer confirmed that they only use defibrillation therapy cables with their devices. The defibrillation therapy cable assembly with the broken connector pin was not evaluated by physio-control.

Manufacturer narrative:
Upon further evaluation of the therapy connector assembly, it was observed that the low voltage pin was stuck in the pin 1 slot of the connector.